Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the patient on bed-5 was in critical condition and required bedside crrt (continuous renal replacement treatment). When the doctor performed temporary incision and catheterization of the right femoral vein, the doctor found that the connection between the venous (blue) extension (epitaxial) tube near to the joint (luer adapter) was leaking when flushing and could not be used normally. There was no blood loss and blood transfusion was not required. Normal saline was the cleaning agent used on the device. Insertion site was not treated with prior to product placement. Tego was not utilized. There were no other products being utilized with the device. There were no other defects/damages found on the product where the leak was observed. There was no intervention/treatment required as a result of the leakage. The central venous catheter for hemodialysis was immediately replaced and the new catheter was successfully implanted. It was stated that there was delayed for 20 minutes in treatment. There was no patient injury.